Event description:
Philips received a complaint indicates that device failed operational check. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy pca will need replacement. The customer has ordered replacement therapy pca to rectify malfunction. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.